Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it was reported that a proglider file broke during use. The separated piece is still in the tooth as of this MDR evaluation. Further information has been requested.

Manufacturer narrative:
Involved proglider 6files sterile 21mm that broke during use is not available and cannot be analyzed by our laboratory. Unused product has been evaluated according to our prescriptions and was found in compliance with specifications (measures, torque test). Nothing unusual to report was found during DHR review (batch #1624931). Root causes are not identified. This kind of event is tracked and we monitor the trend. Additional information was received that the broken portion of the file was incoroprated into the filling.